Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: chipped ultrasound probe surface, peeling of the adhesive at the control body, missing adhesive at forceps raiser cover and missing adhesive at light guide lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited chipped ultrasound probe surface, peeling of the adhesive at the control body, missing adhesive at forceps raiser cover and missing adhesive at light guide lens. There was no patient involvement.